Event description:
Customer reported the scope "it has damage to the ccd". The issue was found during reprocessing. Inspection found image flickers, intermittent, goes black when angulated. There was no patient involvement in this reported event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported customer issue. Evaluation found image cuts off when angulated. Evaluation noted heavy bite/dent on the insertion tube. Based on investigation, the reported customer issue was confirmed. The heavy bite/dent on the insertion tube could have damaged the charge coupled device (ccd) elements and caused the image problem. Olympus will continue to monitor complaints for this device.